Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 2067 rf (radio frequency) head.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; extremely long boot sequence, then a setup error message followed by a system error. Analysis also found the top usb (universal serial bus) port is damaged and the system fan is intermittently noisy.

Event description:
It was reported on the last two times the programmer was powered on, a gray screen appeared suggesting the programmer should be serviced. When it was powered on again, the beige screen remained blank for several minutes until the "please wait" alert appeared and remained on. It was also reported the fan is extremely loud and noisy at times. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.